Event description:
(B)(4) study. It was reported post a percutaneous transluminal coronary angioplasty treatment procedure, the patient experienced chest pains and subsequently expired. In (B)(6) 2012, the patient presented with unstable angina. The 90% stenosed and 6mm long target lesion was located in the mid right coronary artery (rca) with a reference vessel diameter of 3.5mm. The target lesion was treated with direct stent placement of a 3.00mmx16mm ion mr stent, resulting in 0% residual stenosis. (B)(6) 2012 - the patient presented with chest pain and was hospitalized the same day. No treatment was performed for the chest pains. Nine days following the episode of chest pains, the patient expired. Cause of death is unknown.

Event description:
It was reported post a percutaneous transluminal coronary angioplasty treatment procedure, the patient experienced a myocardial infarction. Target lesion initially reported as the mid right coronary artery, however, this is corrected to proximal right coronary artery. In (B)(6) 2012, the patient had elevated cardiac enzymes and a myocardial infarction was reported. The patient did not experience ischemic symptoms. No other action was taken to treat this event. A few days later the patient was discharged on aspirin and clopidogrel. The event was considered resolved with residual effects. Primary cause of the death per death certificate is hypertension, and other sequential conditions are chronic kidney disease, diabetes and ischemic heart disease. Also the other significant conditions contributing to death are morbid obesity, congestive heart failure, and diabetic retinopathy.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).